Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cord) has been confirmed. As received, the trunk cable was pulled from the distribution node (dn), which damaged belt connector (B)(4) on the dn pca. In addition, the black pulse wires in the rear therapy electrode cable were damaged, as well as the cable connecting ECG electrodes a and b. The root cause for the damage cannot be positively identified but is likely a result of excessive force. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. As received, the device did not properly monitor an ECG signal. The cause for the inability to communicate with a belt is a lack of the -5v power from the monitor to the belt. The cause of the lack of power is defective component u612, an inverting charge pump. The root cause of the defective component was not positively identified, but was likely affected from excessive force placed on the belt. No adverse event resulted from the damaged wires or monitor component. The pt received a replacement electrode belt and monitor. Device manufacture date: belt: 06/2011; monitor: 12/2011.

Event description:
A (B)(6) male pt contacted zoll customer support to report that the cord was damaged on his electrode belt. When a pt service representative (psr) arrived to exchange the belt, the monitor displayed service code 204. The pt was issued a replacement electrode belt and monitor.